Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-02084.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician was unable to detach a smart coil using the handle. It was reported that the handle made a different sound when tested. Therefore, the physician used a new handle and successfully detached the coil. The procedure was then completed using additional smart coils. There was no report of an adverse effect to the patient.